Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in leaked. It was reported by the customer that patient had chemotherapy running and blood was backed up into intima IV device and was coming out of spout where cap was supposed to be secured - ensuring closed system. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: (B)(4). Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): yes. Incident details: patient and visitor called writer over calling for help. Patient had chemotherapy running and blood was backed up into intima IV device and was coming out of spout where cap was supposed to be secured - ensuring closed system. Chemotherapy stopped and cap was placed onto open spout. Patient removed from area and chemotherapy restarted. Small amount of blood leaked through patients shirt and onto blanket/chair. Area cleaned with spill kit according to policy. Who was affected? Patient. Device information: device name/description: catheter IV passive safety winged closed system y-adapter yellow 24gx19mm saf-t-intima. Manufacturer: (B)(4) manufacturer code/model: 383319. Serial or lot number: unknown. Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable a-eura rm5771 rev 14(o) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information. H3 other text : see narrative

Event description:
No additional information provided.